Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was high, out-of-range pacing impedance on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). No noise or inappropriate mode switches were noted. Boston scientific technical services (ts) discussed options for device optimization. No adverse patient effects were reported. This device remains in service.